Event description:
It was reported that the tip of this product broke when the physician pulled only the guidewire during the procedure. The separated tip stayed in the biliary duct. So the physician tried to remove it with a basket, but he couldn't. The separated tip is still in the pt's body. Used another product and procedure completed.